Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open pancreatico-duodenectomy, while the device was being applied on the pancreas, the device locked and could not be fired. The surgeon was able to press the green button but was unable to squeeze the handle. Another device was used to complete the case. There was no patient injury.